Event description:
The user facility reported that during support of impella cp the patient arrived to 9914 on impella support. Hematoma noted at the impella site on arrival. Fem stop was applied. Distal pulses present. Pending repeat labs. Echo done measuring at 3.4. The patient was started on nitric oxide. Plan to insert swan. Will continue to optimize care. Care was withdrawn and the patient expired the same day.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported hematoma has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the hematoma could not be determined.